Event description:
The manufacturer was contacted in reference to dreamstation auto bipap device. There was an allegation of patient passing away. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.